Event description:
The patient experienced a (B)(6) infection 5 months after implantation of the intraocular lens (iol). The physician treated the condition with antibiotics without success. The iol was subsequently removed. The causal relationship between the device and adverse event is unknown.

Manufacturer narrative:
The intraocular lens was explanted approximately 5 months after implantation due to the patient's unsuccessful treatment for (B)(6). The causal relationship between the device and this adverse event is unknown. A review of the batch records showed no deviations during the manufacture or sterilization of the device. No additional reports for lenses manufactured in this lot were received. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.